Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure a small effusion was noted, transeptal puncture (tsp) was difficult to performed. Post tsp, effusion appeared a little larger but stable. The case started with a 24mm closure device that did not have enough depth, it was changed to a 20mm closure device. Images were taken and the 20mm closure device met position, anchor, size and seal (pass) criteria and was released. The effusion was checked, and it was stable. The groin was closed. As the patient was being extubated the pressure dropped. It was decided to perform a pericardiocentesis and 300cc were drained. The patient was stable and discharged at a later date. The patient is expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: patient code added e0602 per surpass data. H6: patient code added e0605 per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure a small effusion was noted, transeptal puncture (tsp) was difficult to performed. Post tsp, effusion appeared a little larger but stable. The case started with a 24mm closure device that did not have enough depth, it was changed to a 20mm closure device. Images were taken and the 20mm closure device met position, anchor, size and seal (pass) criteria and was released. The effusion was checked, and it was stable. The groin was closed. As the patient was being extubated the pressure dropped. It was decided to perform a pericardiocentesis and 300cc were drained. The patient was stable and discharged at a later date. The patient is expected to fully recover. It was further reported that cardiac arrest and pericardial effusion with tamponade occurred.